Event description:
It was reported the patient underwent bi-polar hip replacement due to a bone tumor in 2005. In the following month the patient moved from the bed and twisted the hip joint. When the surgeon was reducing, the bone head was disassembled from the centrax. The surgeon performed revision surgery. The patient originally suffers from malfunction of the gluteus medius.